Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 10, 2021 that a hot axios stent was to be implanted in a transgastric position to treat pancreatic pseudocyst during an endoscopic ultrasound (eus) with drainage procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the first flange did not fully expand. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.